Event description:
Customer reported a malfunction on pump, described as malf 6. There was no adverse impact to customer¿s blood glucose level, as it did not exceed 500 mg/dl or 27.7 mmol/l. Technical support provided pump reset information and assisted in resetting pump, which resolved the issue. Customer was advised to continue using pump and contact support if malfunction recurs.